Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured in a pinhole form at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.